Event description:
It was reported that during the implant procedure, both the atrial and left ventricular (lv) leads were cut. The lv lead was capped and replaced. The atrial lead was explanted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Product ID 5076-45 implantable pacing lead implanted: 2009 (B)(6); product ID (B)(4) implantable cardioverter defibrillator (ICD) implanted: 2009 (B)(6); 694758 implantable tachy lead implanted: 2009 (B)(6). (B)(4).